Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacture representative regarding a patient implanted with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the ins had impedances that were showing as 'no not use' on contacts 5 and 12 intra-op and post-op. During a post-op appointment contacts 0-7 and 12 were over 40,000 ohms and 'no not use.' The patient was not able to increase intensity. The affected electrodes were needed for pain relief as the other viable electrodes were not able to cover the patient's pain. The hcp wanted the patient to heal from the replacement surgery before proceeding with next steps. No further complications were reported.